Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alert and battery was not previously used. Customer stated that the battery cap not loose, cracked or damaged and this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.